Manufacturer narrative:
H6; the reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. H3 other text : device not available for return.

Event description:
It was reported that the handpiece saw overheated and was breaking blades. It was also reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that the handpiece saw overheated and was breaking blades. It was also reported that there were no adverse consequences as a result of this event.